Event description:
A complaint was reported by a distributor from france regarding a malfunction encountered by a customer, identified by the code 12-0x2071. There was no adverse impact on the customer's blood glucose level. The manufacturer is awaiting the return of the pump for further examination and plans to provide a replacement with serial number 1481242.